Event description:
Customer reported that the zipper teeth do not connect when the panel is closed. Add'l info received by the facility indicated that there was no pt involvement when the issue was discovered.

Manufacturer narrative:
Eval, results - eval of the returned product found 1 inch broken stitches and insert pin tape tear on red zipper of the mattress envelopes on panel side a. In addition, an open slider on the pt access of panel side b was found and a missing insert pin on the pt access of window side a and a missing pull tab on the IV tube port of window side d. Note: posey instructions for use has a warning statement: never try to tip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).